Event description:
It was reported that the patient¿s glucose reading was 327 mg/dl after onboarding to the ilet system and enabling data display in the bionic circle app, with a note from a trainer that glucose values can fluctuate early in therapy. Symptoms included hyperglycemia only. Outcomes included no reported injury, intervention, or hospitalization. Troubleshooting and education were provided regarding expected variability during initial use. Investigation included review of use context and user feedback. Investigation of this case revealed no device malfunction reported and no component issue identified, with hyperglycemia of unclear cause during early adoption. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.